Event description:
The customer reported that she was in pool water for ten to fifteen while wearing the insulin pump. The customer stated that the insulin pump went into self test, counted to three, then it stopped. The customer reported that water was visible under the device's display and there was moisture in the reservoir compartment. Customer also stated that she drops the insulin pump at least once per day. Blood glucose level was about 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces, also moisture damage was found on the electronic, motor and vibrator assemblies noted during our visual inspection. No frozen screen noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.